Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent while the patient was noted to be in the hospital. The patient received shocks the day before for an episode that was detected as ventricular fibrillation (vf), but was suspected to be atrial tachycardia/atrial fibrillation with possible rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.